Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, depressed battery pins causing intermittent dc power, which was observed during evaluation. Evaluation found that the pump would intermittently lose power caused by two depressed negative battery contacts and found those battery contact pins to not rebound as designed. The back flex was replaced.

Event description:
It was reported that a spectrum pump had depressed battery pins causing intermittent dc power during evaluation. It was also reported there was no patient involvement.